Event description:
When attempting to access spacelab healthcare intesys clinical suite -ics- "full disclosure" monitoring info system. Ten -10- hours of cardiac monitoring info was not available on eleven -11- pts in the cardiac intensive care and telemetry units. Info systems notified spacelabs of issue. Data was restored 2 hours later.